Event description:
It was reported that there was possible premature battery depletion. The device triggered elective replacement indicator after a software update. The patient was in 100% atrial fibrillation. The device will be replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was possible premature battery depletion. The device triggered elective replacement indicator after a software update. The patient was in 100% atrial fibrillation. The device will be replaced. There were no reported patient complications as a result of this event. It was further reported that the device was explanted and replaced.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.